Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It is reported that the patient has a motor error alarm on their insulin pump. Patient's blood glucose level is 178mg/dl. Trouble shooting is conducted and device is reset. Device is not being returned. No further information available.